Manufacturer narrative:
Additional information: advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient's infection has resolved. The recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
Advanced bionics is currently in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.

Event description:
The patient is reportedly experiencing an infection at the implant site. The recipient was prescribed two weeks of oral antibiotics (type unknown).